Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a history of non-sustained ventricular tachycardia for awhile where their implantable cardioverter-defibrillator would fire when the patient moved. During the events, the estimated pump flows varied and were often unable to be calculated. The patient started to decompensate with a cardiac index of 0.7 l/min/m2 and a right ventricle extracorporeal circulatory support pump was implanted. During implant, the surgeon noted that there were adhesions stuck to the sternum. During the dissection, he inadvertently cut 2 cm of the silicone portion of the driveline. He inspected the driveline and the metal shielding beneath the silicone sleeve was reported to be intact. After implanting the right extracorporeal circulatory support pump the lvad parameters reportedly improved and normalized. The patient appeared to be doing well in the intensive care unit. At an unspecified time later, the patient went into ventricular tachycardia and was externally cardioverted. Seconds after the cardioversion the lvad pump stopped and alarmed with driveline disconnected, even though it was connected to the system controller. The system controller was switched out but the pump did not resume function. Chest compressions were reportedly performed for one hour. The lvad was disconnected from the system controller, the outflow graft was clamped, and a left ventricle extracorporeal circulatory support pump was implanted. The patient expired on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device ¿ 9 months. Device evaluation: review of the submitted system controller log file captured low speed and pump stoppage events with corresponding low flow hazard alarms, driveline disconnected alarms and power elevations. The pump was returned with the percutaneous lead showing multiple slices extending 2-3 inches from the pump housing. The layer of clear bionate had been pierced and the underlying braided shield showed evidence of corrosion consistent with an electrical short. Electrical continuity testing of the lead found that the brown wire was an open circuit. The pump was reassembled and operated on a mock circulatory loop. The system maintained the set speed for approximately 2 minutes when low speed events occurred, resulting in low flow alarms and high pump power consumption. Manipulating the sliced area of the lead resolved the alarms. Visual inspection of the wires found that the brown wire had been sliced approximately 2.25 inches from the pump housing. A portion of the insulation was intact but all of the inner conductors were severed. The adjacent wires appeared unremarkable. The exposed conductors of the brown wire caused a short to ground via contact with the braided shield while the system was operating on the power module. The electrical short would have resulted in the alarms, pump stoppages and elevated pump power observed on the submitted system controller log file. The observed lead and wire damage appeared consistent with mechanical damage resulting from a cut, which is consistent with the report of the percutaneous lead being cut during surgery. During the initial disassembly of the pump, examination of the blood-contacting surfaces found loosely seated depositions of coagulated blood in the remaining portion of the sealed inflow conduit, sealed outflow graft, and outlet elbow. Traces of blood were also observed on the pump rotor. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. All of the depositions appeared to be acute formations and would not have contributed to the reported event. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.